Event description:
It was reported that prior to pump replacement surgery, the patient had been receiving lioresal 2000 mcg/ml at a rate of 600 mcg/day. During the replacement surgery, the original catheter was found to be sheared. See manufacturer's report # 6000030-2008-01763. Because of the sheared catheter, the hcp lowered the patient's dose of lioresal to 100 mcg/day after the pump and catheter replacement. The patient went home after surgery and was doing well. Three days later, the patient presented to the emergency room after passing out. The patient had an overdose with the following symptoms: hypotension, a headache, nausea, and vomiting. The patient was admitted to the hospital. The pump was set to minimum rate. During the patient's hospitalization, she was treated with a blood patch for a spinal leak. See manufacturer's report # 6000030-2008-01804. The patient was discharged to home on monday afternoon and was 'much improved'. The patient recovered without sequela.